Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in intermittent communication loss to the ilet; after guided troubleshooting that included toggling sensor type settings and restarting the ilet, the sensor reconnected and the ilet displayed a glucose value of 336 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure involving the electrical/magnetic subsystem and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.